Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Additionally, healthcare professional reported a right side capsular contracture baker grade IV.

Manufacturer narrative:
E1. Phone number continued:(B)(6). Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, other-medical-ndr.

Event description:
Healthcare professional reported right side rupture confirmed via MRI. Healthcare professional also reported "a focal lesion in the v liver segment compatible with angioma" which is not device related. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side rupture confirmed via MRI. Healthcare professional later reported capsular contracture grade IV. Device has been explanted. And replaced with non abbvie product.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 05/13/2024.

Event description:
Healthcare professional reported right side rupture confirmed via MRI. Healthcare professional later reported capsular contracture grade IV. Device has been explanted. And replaced with non abbvie product.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, right side rupture. Confirmed via MRI. Healthcare professional, later reported, capsular contracture, grade IV. Healthcare professional also reported, "a focal lesion in the v liver segment compatible with angioma". Which is not device related. Device has been explanted and replaced with non abbvie product.